Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine follow-up appointment, interrogation of this pacemaker indicated that an error code that this device had reverted to operation in safety mode. Technical services recommended emergent replacement and return to the distributer for analysis, and the patient remained in the hospital for monitoring and the emergent replacement was performed. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during a routine follow-up appointment, interrogation of this pacemaker indicated that an error code that this device had reverted to operation in safety mode. Technical services recommended emergent replacement and return to the distributer for analysis, and the patient remained in the hospital for monitoring and the emergent replacement was performed. No adverse patient effects were reported.